Manufacturer narrative:
Based on the information provided to abbott and the investigation performed, the cause for the reported cancellation could not be confirmed. The root cause cannot conclusively be determined as the reported event was not reproducible and the generator operated as intended during analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed.

Event description:
During an ablation procedure the patient was not responding to the test stimulation. The temperature was rising on the generator but there was no response from the patient. Probes were exchanged but there was no resolution and the procedure was cancelled. There were no adverse patient consequences.